Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Health professional later capsular contracture, baker grade IV.

Event description:
It has been determined, that the event of capsular contracture, baker grade IV, associated with this complaint did not occur. Instead, the devices are deflated. Device remains implanted.

Event description:
Health professional reported a left side exchange of implant with no complaint against the device.patient later reported "rupture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: deflation

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.